Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following the closing of deep fascia during deep inferior epigastric perforators flap, the patient had deep suture abscess which produced chronic fistulas. The wounds have been draining for over a year even though the patient had wound care and been excised.